Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with hemolysis, hematuria and the beginning of multi-system organ failure. Power spikes were reportedly noted and the left ventricle (lv) would not decompress on echo. The pt's lactate dehydrogenase (ldh) levels were reportedly increasing and as a result the hospital made a decision to emergently exchange the pump with another lvad. The lvad was successfully exchanged and the pt remains ongoing without any further issues reported.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.